Manufacturer narrative:
No device problem. End user hit by a car.

Event description:
Consumer alleges he was riding his scooter when he was hit by a bus.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was riding his scooter when he was hit by a bus.